Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. Sample forceps were received in opened original packaging including the cover foil. The returned sample showed surgery residuals. The device history record for the affected lot was reviewed. The product was processed and released according to acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps shows surgery residuals. After cleaning, it was found that the tube is loose which blocks the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed by the manufacturer in 2018 led to an improvement in the manufacturing process whereby the bonding process was enhanced by increasing the amount of glue the operator applies to the device from 3 drops to 4 drops, ensuring a better connection between tip-tube and sleeve. Forceps devices manufactured at the location of the customer's complaint sample had not yet been informed about the process of including a 4th drop of operator applied glue. The process of having the operator apply an additional, 4th drop of glue to the device during manufacturing instead of three drops was reported to the manufacturing site that produced the customer's sample. Meanwhile, the process of adding the additional 4th drop of glue has since been implemented. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps tips stopped opening and closing upon insertion into the eye during a combination cataract and vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.